Event description:
Tracheostomy 8french shiley placed in patient by surgery team. After surgeon stepped away from the field, anesthesia noted issues with respiration. Surgeon at the field still scrubbed in determined the cuff on the tracheostomy tube was not holding in place. A new 8french shiley tracheostomy tube was dispensed to the field, primary surgeon scrubbed in again and the tracheostomy tube was replaced. The defective tracheostomy tube and packaging was collected and written up in product defect failure form.